Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for acute renal failure. Approximately twelve years and nine months post suprarenal deployment of a permanent vena cava filter for bilateral thrombosis of the common femoral veins with only suprarenal patency, an abdominal film identified two vena cava filters intertwined and overlying the right side of the l1 and l2 vertebral bodies. Approximately thirteen years and four months post deployment, imaging demonstrated chronic occlusion of the bilateral common iliac veins and inferior vena cava, with no flow visualized in the inferior vena cava above or below the indwelling permanent vena cava filter. Attempts to recanalize were performed and discontinued when small amounts of extraluminal extravasation were identified. Approximately thirteen years and nine months post deployment, the patient was referred for specialized recanalization via the jugular and bilateral femoral approach. Pre-procedure computed tomography demonstrated the permanent filter to be tilted with the struts extending beyond the caval wall. Despite multiple attempts from multiple projections, recanalization was unsuccessful from the feet of the filter up to the suprarenal cava. Therefore, the procedure was terminated, sheaths were removed, and hemostasis was achieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and nine months later, an abdominal film performed to examine inferior vena cava filter location identified two inferior vena cava filters intertwined and overlying the right side of the l1 vertebral body and the right side of the l2 vertebral body. After seven months later, the patient underwent bilateral lower extremity and central venography which identified widely patent femoral, common femoral and external iliac veins. There was chronic occlusion of the bilateral common iliac veins and inferior vena cava, with no flow visualized in the inferior vena cava above or below the indwelling permanent vena cava filter identified. Numerous large collaterals were seen arising from the bilateral common femoral and external iliac veins which flowed into dilated azygos and hemiazygos veins in the lower chest. The right renal vein was chronically occluded with right renal atrophy. Attempts to recanalize the bilateral common iliac veins and inferior vena cava were unsuccessful and discontinued when small amounts of extraluminal extravasation were identified. Hemostasis was achieved with manual compression. There was no mention of more than one inferior vena cava filter documented in the report. After five months later, the patient was referred for recanalization via the right internal jugular utilizing specialized equipment. Pre-procedure CT demonstrated the upper portion of the permanent filter to be anterior to the inferior vena cava with the struts extending beyond the caval wall into anterior vertebral bodies and projecting towards the aorta and structures around the vena cava. Recanalization was achieved from both common femoral approaches to the feet of the filter; however, multiple attempts from multiple projections were unable to successfully cross from the feet of the filter up into the suprarenal cava. Therefore, the procedure was terminated, sheaths were removed, and hemostasis was achieved. The patient was monitored overnight as a result of her multiple medical issues. It was recommended that the patient be seen in a lymphedema center with implementation of waist-high 30 to 40mm compression once the legs were down in size. Following a clinical review of the medical records received, it was determined that only one filter was deployed in the patient. While there were two filters intertwined reported on abdominal x-ray, there was no mention of a second filter during the detailed recanalization attempts at two different facilities. The simon nitinol filter was tilted, and the birds nest shape could have been misinterpreted as a second filter intertwined. Therefore, the investigation is confirmed for alleged filter tilt, unintended movement, filter occlusion, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4,h6(device: 3026 and 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient admitted for acute renal failure and anemia was scheduled for placement of an inferior vena cava (ivc) filter after ultrasound demonstrated bilateral thrombosis of the common femoral veins. Following sterile preparation, access was gained into the right jugular vein and an inferior venacavogram was performed demonstrating a large amount of clot present within the inferior vena cava, occlusion of the mid and distal portion of the cava with multiple collaterals present. Only the suprarenal portions of the cava were patent; therefore, the filter was deployed suprarenal without difficulty. Follow-up venography confirmed the filter to be in good position. Approximately twelve years nine months post deployment, an abdominal film performed to examine ivc filter location identified two inferior vena cava filters intertwined and overlying the right side of the l1 vertebral body and the right side of the l2 vertebral body. Approximately thirteen years four months post filter deployment, the patient underwent bilateral lower extremity and central venography which identified widely patent femoral, common femoral and external iliac veins. There was chronic occlusion of the bilateral common iliac veins and inferior vena cava, with no flow visualized in the inferior vena cava above or below the indwelling permanent vena cava filter identified. Numerous large collaterals were seen arising from the bilateral common femoral and external iliac veins which flowed into dilated azygos and hemiazygos veins in the lower chest. The right renal vein was chronically occluded with right renal atrophy. Attempts to recanalize the bilateral common iliac veins and inferior vena cava were unsuccessful and discontinued when small amounts of extraluminal extravasation were identified. Hemostasis was achieved with manual compression. There was no mention of more than one ivc filter documented in the report. Approximately thirteen years nine months post filter deployment, the patient was referred for recanalization via the right internal jugular utilizing specialized equipment. Pre-procedure CT demonstrated the upper portion of the permanent filter to be anterior to the inferior vena cava with the struts extending beyond the caval wall into anterior vertebral bodies and projecting towards the aorta and structures around the vena cava. Recanalization was achieved from both common femoral approaches to the feet of the filter; however, multiple attempts from multiple projections were unable to successfully cross from the feet of the filter up into the suprarenal cava. Therefore, the procedure was terminated, sheaths were removed, and hemostasis was achieved. The patient was monitored overnight as a result of her multiple medical issues. It was recommended that the patient be seen in a lymphedema center with implementation of waist-high 30 to 40mm compression once the legs were down in size. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately thirteen years four months post filter deployment, the patient underwent bilateral lower extremity and central venography which identified widely patent femoral, common femoral and external iliac veins. There was chronic occlusion of the bilateral common iliac veins and inferior vena cava, with no flow visualized in the inferior vena cava above or below the indwelling permanent vena cava filter identified. A filter limb was seen extending into the right renal vein. Approximately thirteen years nine months post filter deployment, the patient was referred for recanalization via the right internal jugular utilizing specialized equipment. Pre-procedure CT demonstrated the upper portion of the permanent filter to be anterior to the inferior vena cava with the struts extending beyond the caval wall into anterior vertebral bodies and projecting towards the aorta and structures around the vena cava. The filter was noted to be malpositioned. Based on the provided medical records, the investigation can be confirmed for unintended movement, perforation of the ivc wall, malposition of the device, and occlusion of the ivc filter. Per the reported medical records, the patient experienced large amount of clot. Therefore, most likely patient factors contributed to the occluded filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: migration of the filter: perforation of the vena cava wall by the legs of the filter. Filter release/deployment: note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately twelve years nine months post suprarenal deployment of a permanent vena cava filter for bilateral thrombosis of the common femoral veins with only suprarenal patency, an abdominal film identified two vena cava filters intertwined and overlying the right side of the l1 and l2 vertebral bodies. Approximately thirteen years four months post deployment, imaging demonstrated chronic occlusion of the bilateral common iliac veins and inferior vena cava, with no flow visualized in the inferior vena cava above or below the indwelling permanent vena cava filter. Attempts to recanalize were performed and discontinued when small amounts of extraluminal extravasation were identified. Approximately thirteen years nine months post deployment, the patient was referred for specialized recanalization via the jugular and bilateral femoral approach. Pre-procedure CT demonstrated the permanent filter to be tilted with the struts extending beyond the caval wall. Despite multiple attempts from multiple projections, recanalization was unsuccessful from the feet of the filter up to the suprarenal cava. Therefore, the procedure was terminated, sheaths were removed, and hemostasis was achieved. No additional medical records were received for this patient.